Manufacturer narrative:
H3, h6: it was reported that during a total hip arthroplasty, a polarstem stem inserter broke. The device, intended for use in treatment, was not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the part met the manufacturing specification at the time of distribution. A complaint history review was conducted. It was assessed that the risk level in the corresponding risk file is still adequate. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported that during a thr procedure, a polarstem stem inserter broke. The incident occurred with the instrument outside the patient. A smith and nephew backup device was used instead to complete the procedure, no delay reported. Patient not harmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: it was reported that during a total hip arthroplasty, a polarstem stem inserter broke. The device, intended for use in treatment, was not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the part met the manufacturing specification at the time of distribution. A complaint history review was conducted. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.